Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, g3, h2, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event. The customer pressed the pip/pop on button on the maj-1921 keyboard which successfully cleared the gray box off of his display screen. It was discovered scope switch 3 was programmed as picture in picture (pip/pop). The customer stated he wants to keep scope switch 3 as pip/pop. Tac confirmed scope switch 2 is programmed as freeze. The customer stated he may want to change scope switch 2 to release 1 (so images capture into provation). The customer's manager stated she is concerned because she has a bronchial scope plugged in but the blue banner at the top of her display reads ebus. Tac confirmed the user setting selected in purple is named ebus which is why she is seeing ebus on her display. Tac explained that in order for images to capture into provation from a scope switch that a scope switch must be programmed to release 1. The customer stated that they do not want to change any scope switches to release 1, until they finds out how the operating room wants the scope switches programmed. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to software coding problems traced to an error, flaw or fault in a computer program or system that causes it to produce an incorrect or unexpected result, or to behave in unintended ways. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device has no external image. The issue occurred during service/maintenance. There was no patient involvement.